Manufacturer narrative:
The pod was received with the formed needle protruded out through the exposed soft cannula. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract and formed needle had also damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. Pod download data showed 0x22 hazard alarm generated, indicating main is in critical hazard alarm. Generation of the alarm deactivated the pod. The actual cause of the reported alarm generation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pod was worn between 4 and 24 hours on the abdomen. No adverse patient impact was reported.